Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency department after having received a shock. A remote monitoring transmission was performed and reviewed. The implantable cardioverter defibrillator (ICD) detected the rhythm to be fast ventricular tachycardia (vt); however, it was suspected that the rhythm was atrial tachycardia/atrial fibrillation (at/af). The ICD remains in use. No further patient complications have been reported as a result of this event.